Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' One certain® gold-tite® large hexed screw (ilrghg) was returned for investigatio. Visual inspection of the as returned product identified worn markings due to usage and a fractures at the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Device history record (DHR) review was completed for the subject lot number (1224062). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1224062) for similar event and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number k072642.

Event description:
It was reported that the gold screw was fractured. The procedure was concluded with other screws, the affected dental positions are unknown and the patient did not suffer any impact on his health.